Manufacturer narrative:
The tentative date for the second attempt to remove the sensor is (B)(6) 2026. Per data management system review, the user was actively using the system with a different sensor and had up-to-date information. No further investigation was possible based on the information available, and the case was closed. Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2026.